Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose (bg) level of 380 mg/dl. Reportedly, the bg level was due to the customer disconnecting from the site to go swimming and to eat dinner. When the customer went to reconnect to the pump the cartridge change error occurred. The customer was unable to resume insulin and would contact a health care provider for alternate insulin therapy.